Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, hole in tubing by pump. The pump was revised/replaced. Additional information received 11/24/2020: device received, hole in tubing leading to pump.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4). According to the available information the inflatable device was implanted on (B)(6) 2014 and revised/replaced on (B)(6) 2020 due to a hole in the pump tubing. Additional information received from the territory manager indicated: ¿hole in tubing by pump.¿ a titan touch pump was received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the inlet tubing of the pump. Testing revealed this to be a site of leakage. Surface abrasion was noted on all pump tubing and detached inlet tubing. No functional abnormalities were noted with the detached inlet tubing. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the pump tubing was overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through pump inlet tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.